Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient sample. The sample tested on (B)(6) 2012 generated a result of 171.0 u/ml. Back on (B)(6) 2012, this same patient had generated a result of 18.4 u/ml. The customer believes that the (B)(6) result is falsely elevated. The sample was sent to a reference lab where a ca 19-9 result of 182.00 u/ml was generated (method unknown) and the sample diluted linearly. The sample did show a marked decrease in the ca 19-9 value after being subjected to a neuraminidase process ( no value provided). There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(4).

Manufacturer narrative:
A review was performed of the information provided by the customer. Dilution linearity testing gave acceptable results and treatment with neuraminidase decreased the ca 19-9 concentration. This shows that the elevated result was not due to the presence of an interfering substance. The neuraminidase result shows that the sample is most likely ca 19-9. However, we do not know whether the elevated result is due to incorrect sample handling or the assay. In-house accuracy testing with internal panels demonstrated that lot 10725m500 can accurately detect known concentrations of the ca 19-9 analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the customer's current issue. This evaluation indicates that the architect ca19-9xr reagent kit is performing as intended for the issue reported no additional issues were identified during the evaluation. A product malfunction was not identified.